Event description:
The following has been reported: biomed reported: this pump has tubing set misloaded error, it has been cleaned and restarted, still has same issue. Waiting for confirmation of no patient harm and that the issue did not stop an active infusion. Sn:(B)(6). A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for a valve 2 leak rate failure. The log files confirm the device was running 5.9.1 software at the time of failure. The pump is currently provisioned to 5.9.2 software, this device is passing mock infusions designed to trigger a leak rate failure. An internal investigation was performed and no damage was identified.